Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, anemia, cellulitis, eczema, uterine leiomyoma, hypertension, ovarian cyst, musculoskeletal pain and shortness of breath. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 9 months after insertion of essure. On an unknown date, the patient was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation and uterine leiomyoma outcome was unknown. The reporter considered device dislocation and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram thorax - on (B)(6) 2018: no pulmonary embolus. Ultrasound pelvis - on (B)(6) 2018: left lower quadrant pelvic pain; on (B)(6) 2018: fibroid uterus colonic diverticulosis without acute inflammatory change. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: fibroids. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: fu 1 and 2 were processed together. Medical record received: new events added: fibroids. Patient history, lab data and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 8 years 9 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.